Manufacturer narrative:
(B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customers' indicated failure mode for foreign matter on cannula (epoxy) with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: unconfirmed. Without actual sample, an absolute root cause for this incident cannot be determined as bd was not able to test, duplicate or confirm the customers¿ indicated failure mode for foreign matter on needle.

Event description:
It was reported that there is some white foreign matter on bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needles. No serious injury, blood to mucous membrane exposure or medical intervention was reported.